Event description:
It was reported that the atrial lead exhibited a noise problem causing the device to over pace in the ventricular. The patient was very sensitive to any ventricular pacing and has been complaining of pacemaker syndrome like symptoms. The lead remained implanted. There were no patient symptoms reported. No further information could be obtained.